Manufacturer narrative:
5076-52 lead implanted (B)(6) 2018.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead. This potential atrial undersensing was noted to trigger d evice-classified false termination of atrial tachycardia/atrial fibrillation (at/af). Additionally, atrial events were observed to fall in blanking, possibly triggering device-classified termination of detected ataf. Far field r-wave (ffrw) oversensing were also noted to fall in atrial blanking/refractory on both stored and current electrograms (egm). The programmed mode was vvir. No programming changes were requested at the time of the event, and it was noted that the issue did not appear to impact the device function or performance. The ra lead remains in use. No patient complications have been reported as a result of this event.